Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 03/31/2025, that on (B)(6) 2025 the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2025. On the same day, it was reported that the patient experienced a skin reaction with inflammation, pain and pustules, at the needle puncture site, which occurred the same day the sensor had been inserted in the arm. The patient went to the emergency room (ER) on (B)(6) 2025, and was told to come back the next day if the inflammation would get worst. The patient returned to the ER on (B)(6) 2025, and an x-ray, MRI and blood work was done. A pus pocket was seen at the needle puncture site, and the patient was treated with a prescription of an oral antibiotic, clindamycin 3 times a day for 1 week. At the time of the report the patient was stable. No additional event or patient information is available.